Manufacturer narrative:
This unit was running for few days after each repair for check up, and it seemed to us that the malfunction disappeared and then returned back to dept. The parts that were replaced were: pressure transducer x2 p/n 06038991; peep potentiometer p/n 6194943; pressure above peep potentiometer 06194943; pt selector p/n 6194935; pc board 1608 p/n 6037928; pc board 1614 p/n 6037985; pc board 1588 on board 1608 p/n 06007012. Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
This ventilator was installed at the customer's site in 2003 and was handed over to the customer. (This is one unit from shipment of 6 new units). In 2004, the customer complained that the peep level is deviated from the actual for high values during ventilation when connected to the pt. We considered it as physiologic problem with the pt, and the customer reported that this situation happened several times with different pts only with this unit. The service engineer approached the service support dept. In MFR and informed them about this problem, and received recommendation how to solve the problem. On the same day, the engineer replaced the potentiometer peep and expiratory pressure transducer, at the same time doing maintenance 3000h. Then the unit was returned back to dept. This problem reoccurred after one week. On the following month, the potentiometer of the pressure above peep and inspiratory pressure transducer was replaced. After two weeks, there was an error swr error. Upon the service instruction, the pt selector was replaced. And again the unit returned back to work. After 10 days, there was again an error message swr error according to your service dept. M.c.c.pc boards were replaced (pc 1608, 1588, 1614). After two weeks again on the following month, the customer complained that the light intensity of the led display decreased and blinking and the pc 1614 was replaced again. On six days later, the customer complained again that the peep level again was deviated when connecting to the pt (the measure value is higher than the preset value).